Event description:
It was reported that pump experienced malfunction alarm identified as Malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was unable to perform pump reset at time of call and planned to call back when able to continue with reset, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.